Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had an unexpected sensor anomaly. Blood glucose value was 38 mg/dl at the time of the incident customer's current blood glucose was 42mg/dl. The customer was not hospitalized and did not indicate how they treated their low. Troubleshooting was performed but did not resolve the issue. Nothing will be replaced or returned.